Manufacturer narrative:
The navio long attachment intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed the long attachment performance verification procedure. The reported problem was not confirmed. The long attachment was attached and detached to the handpiece with no problems. In addition, a functional evaluation was performed on the part beyond the reported complaint. The internal bearings are disintegrated causing an obstruction in the long attachment. The bur could not be inserted into the long attachment. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes "no apparent adverse event" and "connection problem - instrument" identified similar events. A relationship between the reported event and the device could not be established as there was no damage or problem found with the device during the visual and functional inspection. Although the reported problem was not confirmed contributing factors may be the handpiece snap lock mechanism tolerance or the user failed to insert the drill/long attachment in the optimum orientation (triangle on drill in 6-11 o'clock position when facing rear of handpiece) to secure the drill/long attachment to the handpiece snap lock. Consult the navio user manual to review the process to confirm the drill/long attachment is securely attached to the handpiece. No containment or corrective actions are recommended at this time. Internal complaint reference number: (B)(4).

Event description:
It was reported that before a tka procedure, the long attachment would not properly attach to the handpiece. They opened open another tray to get a new long attachment that would work to continue the procedure without delay. No other complications were reported. The investigation found that the internal bearings are disintegrated causing an obstruction in the long attachment.